Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rhinoplasty in 1995, osteopenia, dysuria, difficulty voiding, c-section, post coital bleeding, adenoid cystic carcinoma of external auditory canal, wisdom teeth removal, hematuria, cervical spinal stenosis and endometrial biopsy. Previously administered products included for prevent pregnancy: iud from 2000 to 2003; for an unreported indication: motrin. Concurrent conditions included vaginal itching, vulvovaginal burning sensation, vaginal discharge, hyphaema, breast buds bilateral, vulvovaginal candidiasis, yeast infection, stress, burning micturition, recurrent urinary tract infection, vulvovaginitis, vulvovaginal human papilloma virus infection, colonoscopy, nipple pain, mastalgia, bone density decreased, menses irregular, ovarian cyst, menopausal and menometrorrhagia. Family history included hyperlipidemia (father.) And osteoporosis (grandmother.). Concomitant products included calcium since (B)(6) 2009 and colecalciferol (vitamin d3) since (B)(6) 2012 for osteoporosis as well as bifidobacterium bifidum;bifidobacterium longum; fructose; lactobacillus acidophilus; lactobacillus casei (pro biotic blend), cyanocobalamin since (B)(6) 2012, medroxyprogesterone acetate (provera) (B)(6) 2018 to (B)(6) 2018, metronidazole (metrogel), nystatin;triamcinolone acetonide (nystatin and triamcinolone), oenothera biennis oil (primrose) since (B)(6) 2012, tocopherol since (B)(6) 2012 and vitamin b complex. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with fluconazole (diflucan), nsaids, nystatin and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the endometritis, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure tubal ligation devices were placed into each tubal ostium with three coils noted on the right "side and four coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr were received: events: abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish, migraines, headaches, dysmenorrhea, dyspareunia, endometritis were added. Essure insertion date was added. Event onset date were added. Patients medical history and historical drugs were added. Concomitant drugs and conditions were added. Reporter causality comments were added. Reporters were added. Plaintiffs address details, date of birth and race information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.